Event description:
It was reported that patient was experiencing ineffective stimulation and the system was autoreducing on the l4 lead. Lead diagnostic showed high impedances on all contacts. X-rays indicated the lead was fractured. Surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, information regarding the weight was not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that surgical intervention was undertaken wherein the l4 lead was explanted and replaced. Effective therapy was restored.